Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and coloplast aris trans-obturator were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with tvh due to symptomatic pelvic organ prolapsed/uterine prolapsed, cystocele, rectocele sui, urethral hypermobillty and equivocal intrinsic urethral sphincter deficiency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that following insertion the patient experienced recurrent bladder prolapse, foul odor, and urinary problems. It was reported that the patient underwent a mesh removal on (B)(6) 2013, due to erosion and recurrent bladder prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4).